Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: body tingling, body over active. A pt reported they were not able to test for 2 days. Their meter allegedly would display incomplete display. The result on their meter was incomplete. Customer didn't test on any other equipment. There was no treatment. No further info has been reported.